Event description:
Information received indicates the brake is not holding at the head end of the bed.

Manufacturer narrative:
The technician found that the caster wheel had come off and the spacer was missing. He replaced the caster wheel and spacer to repair the bed.